Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2014 with the following findings: during testing, the pump was found to be unresponsive. The pump case was removed and multiple internal components of the pump were found to be damaged. A damaged cartridge was not able to be removed from the cartridge compartment. The damage to the pump prevented adequate investigation; however, the complaint that the pump had no power was duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had no power. It was noted that the power issue occurred during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.